Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was returned peeling at the ok button. During testing the ok, up arrow, and contrast buttons were intermittently unresponsive; the down arrow responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Event description:
The patient contacted animas on (B)(4) 2012 stating that the up arrow keypad button was intermittently unresponsive and required multiple hard presses to elicit a response. The patient stated that the keypad was peeling by in the ok keypad button and indicated that the tactile changes had occurred first. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump on a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.